Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The pump was powered up and froze during the upload process. This type of error was determined consistent with the customer not starting but not completing the firmware upload process.

Event description:
It was reported that the device gave a "firmware mismatch" alarm. No adverse effects to patient reported.